Event description:
The reporter indicated that there are three locations on the label to be checkmarked to indicate the upgraded status. On a device, only one box was available. She feels this is very confusing when the label (1 of 2) on the airmold box is checked, but the label on the inner blister is not checked. There is no pt involved in this event.